Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013; inratio: 1.8; lab: 538; date: (B)(6) 2013; inratio: 2.5; lab: 5.9. Time between testing was reported as all within 3 hours. Pt's therapeutic range is 2.5 - 4.0.

Manufacturer narrative:
Investigation pending.